Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level 586 mg/dl. Customer¿s current blood glucose level of 586 mg/dl. Drive support cap normal. There was no air bubble and leak. Customer stated that the insulin pump failed high pressure test. The insulin pump will be returned for analysis.